Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10/23/2020. The device evaluation was completed on 11/9/2020. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and leaking since stress marks and physical damage on the outer diameter were observed under microscope, which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed and it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification, and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, where a hemostatic valve separation issue occurred. It was reported that while prepping the carto vizigo¿ 8.5f bi-directional guiding sheath, medium, sheath that the valve was leaking fluid. The sheath was replaced and the issue was resolved. The procedure was continued, and there was no patient consequence. The sheath was never inserted into the patient. The valve did not break into pieces, and did not separate from the sheath. The event was assessed as an MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation, and observed on 11/6/2020, that the device was returned in the condition reported as the hemostatic valve was dislodged inside of the hub. The hemostatic valve issue remains assessed as a MDR reportable issue.